Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008, lab: 7.2; inratio: 3.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date confidence: 2008; inratio limits: 3.4; lab: 7.2; mean: 5.3. Cannot be determined. The mean of the inratio meter and comparative system inr were calculated. The confidence limits for inr testing cannot be determined. The mean was > 5.0 and the difference between inr's was > 2.2. The comparison was considered invalid. Products will be tested when returned.